Event description:
An initial event notification was received by united therapeutics drug safety on 02-mar-2026 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 03-mar-2026. It was reported that the patient received cassette problem, pump battery low, and cassette depleted alarms while using remunity pumps (B)(6) with pharmacy-filled and self-filled cassettes. Additionally, the patient lost their fifth pump, (B)(6). The patient was reportedly without remodulin for 13 hours but remained asymptomatic. It was further reported that the patient was able to restart their therapy with one of the pumps they had on hand, and followed retitration instructions from the specialty pharmacist and their physician. Two replacement remunity systems were issued to the patient by the speciality pharmacy.

Manufacturer narrative:
Efforts to obtain additional information from accredo health group, inc. Were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.